Event description:
It was reported that the user was unable to load and prime due to use of an old insulin cartridge and subsequently experienced difficulty turning the luer connector when attempting to attach new tubing, leading to an inability to establish proper infusion. Symptoms included no insulin delivery with no reported changes in blood glucose. Outcomes included no alarms, no medical intervention, and no hospitalization. Investigation included customer interview and troubleshooting, with replacement luer connectors provided and the problematic connectors requested for return. Investigation of this case revealed connector attachment difficulty consistent with a connection or fit issue at the luer interface, with the initial no-delivery condition attributable to the old cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the cartridge compounded by a suspected component compatibility or tolerance issue at the luer connection.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.